Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery drive device started making an irregular sound. It was further reported that the speed was not fast enough to cut through the bone and the handle of the device was getting hot. It was reported that there were no issues with the battery device or the attachment devices. There was thirty minute delay to the surgical procedure. A spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional, was running slow and failed the torque test. It was further determined that the control cpl f/colibri contacts were damaged. It was observed that the motor with lid with contacts was working intermittently and had some signs of corrosion. It was further determined that the other components were worn, corroded and had grease. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.